Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving an alarm that suspended his basal rates. Customer stated that it was due to the difference between the blood glucose reading and the sensor glucose readings. Customer stated that the sensor read 40 mg/dl while the blood glucose reading was really 241 mg/dl. Customer declined any further troubleshooting. No further information reported.